Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250mg/dl while wearing the pod between 4 and 24 hours. The pod's adhesive reportedly separated from the infusion site (leg), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device was received not deployed. Since the cannula has not yet been inserted, it could not have dislodged at this point. The device was received with the adhesive liner and needle cap still attached. Since the pod had not yet been applied, it could not have had an adhesive failure. The pod was received not deployed. All three battery voltages were measured to be lower than expected. The pod delivered 0 pulses and was in pod state 2, indicating that during the download process was the first time that the pod had been awakened. However, the pod was received with the fill rod shorting the fill sensor spring, indicating that the pod should have awakened on fill by the user. Measurement of the shelf mode current found it to be out of specification at 146 microamps. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. The high shelf mode current contributed to the low battery voltages, which prevented the pod from awakening on fill and deploying the cannula as intended.